Event description:
A customer reported while performing posterior vitrectomy with 25 g 20k cutter there was too low vacuum so the value was increased from 0-350 to 0-450, fixed cut rate at 20k. During the procedure it appeared there was one more hole in the retina, close to the already existing one. ¿according to the surgeon this happens now and then with every kind of vitrector, and when it was close to existing, as this was, it doesn¿t change anything regarding treatment or patient outcome.¿ the sample was not available. No further information was available to provide.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of low vacuum during surgery and retinal hole; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).